Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel vasospasm is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during a mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion with the subject retrieval device, a vessel vasospasm occurred. 5 mg of verapamil was given to the patient and the event was resolved. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The event was reported as unrelated to the retrieval device but related to the procedure.

Event description:
It was reported that during a mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion with the subject retrieval device, a vessel vasospasm occurred. 5 mg of verapamil was given to the patient and the event was resolved. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The event was reported as unrelated to the retrieval device but related to the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.